Event description:
Per spontaneous email from cnss (B)(6): pt's cadd ms3 pump serial number (B)(4) has a cracked plastic threading ring where the dark retainer cap for the syringe screws to pt. States pump was sent to her like that. Pt was not hooked up to pump. Pt is currently using backup pump. No harm to pt. Cnss will return broken pump to us and we will ship replacement pump to pt for tomorrow. No further info available. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by health professional.